Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer was treated with insulin drip. Customer declined to troubleshoot for the high blood glucose value. Customer stated that 2 days ago battery died and she went into diabetic ketoacidosis in the hospital. The device will not be returned for analysis.